Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch for the same issue, closed as not confirmed. We manufactured and distributed (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 31 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.86 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements for average and minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). 2 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.86 kgf in average and 1.28 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed samples received show that the needle is escaped from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported needle detachment in pediatric surgery. When opening some envelopes either they do not have a needle or the needle is loose easily from the thread. No additional information was provided.